Event description:
During the transapical tavr procedure, the sapien xt valve was positioned 40:60 aortic/ventricular, however, during deployment the valve shifted and landed 20:80 a/v. The valve subsequently migrated into the lvot, resulting in significant paravalvular leak (pvl). The sapien xt valve was explanted and replaced with a surgical valve. Initially, after the bav, the 26mm sapien xt was positioned 40:60 a/v in the native annulus. Angiographically the valve appeared to be in adequate position and valve was deployed was initiated. At this time the valve was noted to have dropped more ventricular and the md attempted to advance the valve more aortic during deployment. The delivery system was then pulled back and it was determined by echo that there was significant pvl and post dilation would be necessary. Also, on angiography the valve appeared to be slightly low and much more ventricular than intended. At this time anesthesia had lost their hemodynamic tracing and was working to rectify. There was a 4 minute time lapse and then post dilatation occurred. A second valve and delivery system were prepped. During post dilation it was evident that the valve had migrated further into the lvot and the valve was far beneath the annulus. It was determined that patient would need to be converted to conventional open procedure for the removal of the embolized valve and replacement with a surgical aortic valve. Throughout the procedure the patient remained hemodynamically stable and tolerated the procedure well. As of the following day the patient was extubated, in stable condition, and sitting up in a chair. The patient¿s native aortic annular diameter was 22.3mm by tee and 24.3mmx25.4mm by CT, with an area of 546 mm2. The native valve and root calcification was moderate. The coaxial alignment of the delivery system and valve was reported as good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the cause for the ventricular malposition cannot be confirmed; the pvl was likely due to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.